Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report. (B)(4).

Event description:
It was reported that, during the set-up for a cori assisted surgery, a real intelligence tablet displayed a dvi input error which results that the cori unit turns on and off. Surgery was performed manually without any delay, since this was noticed during the set-up for surgery, the patient was not yet involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.